Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
The polarxfit balloon catheter was selected for use during the procedure to treat atrial fibrillation (a fib). It was reported that at the end of treatment, blood detection error occurred before cryo-ablation was performed in the right inferior pulmonary vein (ripv). The balloon catheter and cryo gas cable were replaced. The procedure was completed successfully without patient complications. The catheter is expected to be returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory. No visible blood was observed inside the balloon region. The polarx was leak tested and passed all inner and outer balloon leak tests. The polarx was then dissected to further investigate blood detect wires for symptoms that may have resulted in the blood detection error. The outer balloon blood detect wires were found to be split. This wire split could lead to the wires contacting each other which would result in a false blood detection error.

Event description:
The polarxfit balloon catheter was selected for use during the procedure to treat atrial fibrillation (a fib). It was reported that at the end of treatment, blood detection error occurred before cryo-ablation was performed in the right inferior pulmonary vein (ripv). Troubleshooting was performed; the balloon catheter and cryo gas cable were replaced. The procedure was completed successfully without patient complications. The catheter is expected to be returned for analysis.